Event description:
It was reported that the patient received emergency room treatment for elevated blood glucose levels. The patient reported that upon removal the pump cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. Animas has conducted an evaluation of a cartridge from this manufacturing lot and it was found to be operating within required specifications.